Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level after receiving error message on pump; patient did not confirm the error. Caller stated patient was hospitalized with a blood glucose reading of 700 mg/dl; was treated with insulin via infusion. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.